Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of a depleted pad-pak. The reported fault was attributed to membrane failure, root caused to adverse storage. Whilst the device was capable of delivery shock therapy during testing, this membrane fault prevented the on/off switch to function as required, and consequently could have led to adverse consequences if it were to be used in a patient event.

Event description:
Battery failed after 1 year. No patient involvement.

Event description:
Battery failed after 1 year. No patient involvement.